Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.

Event description:
It was reported on (B)(6) 2014 that an end-user was riding her wheelchair in the kitchen when the left caster fork assembly fell off of the wheelchair. The end-user's husband stated that this caused his wife to fall out of her wheelchair and onto the ground. The end-user was taken to the hospital where she was diagnosed with a sprained neck.